Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2016-03085. It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 20 synergy ii drug-eluting stent was advanced to treat the lesion; however, the stent was not visualized in the vessel and appeared to have come off the delivery system. X-ray and fluoroscopy of the patient's whole body was performed but the stent could not be visualized. Subsequently, a 3.00 x 16 synergy ii stent was advanced into the guide catheter and into a non-bsc guide extension catheter. However, the tip of the synergy ii stent was caught on the proximal end of the guide extension catheter and the stent was crushed on the stent delivery system and was deformed. The device was removed from the patient's body. No patient complications were reported and the patient's status was fine.